Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set). The patient was connected at the time of the alarm. This occurred during drain cycle 2 of 4 of peritoneal dialysis (pd) therapy. The patient stated that they disconnected from the set and they did not close the clamp on the patient line. The patient stated that they then reconnected. The technical service representative advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on how to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.